Event description:
It was reported that pump quick bolus and wake button did not function as expected, requiring extreme effort and multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump for insulin therapy.